Event description:
Patient reported obtaining back-to-back blood glucose results of 204 mg/dl and 585 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, she was feeling like blood glucose was elevated. Patient did not self-treat. No injury was reported. Quality control testing had not been performed on the system. Additionally, patient's meter was not correctly coded to the test strips. Technical support requested the return of the suspect product and replacement product was shipped.